Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records. Review of revision notes confirms that the patient underwent revision due to recurrent dislocations. It was noted the patient had a very unstable hip, which was dislocated upon opening the hip. Bony protrusion impinging anteriorly. Abundant synovitis noted, attributed to poly wear debris. Head and liner exchanged without complication. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04026.

Event description:
It was reported patient underwent initial left total hip arthroplasty. Subsequently, the patient was revised approximately 21 years later due to recurrent dislocations and poly liner wear. During the revision, synovitis was noted in response to poly debris. The head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.